Event description:
Subject was not resuscitated. The date of the incident is unk. (B) (4).

Manufacturer narrative:
Method: internal memory was reviewed for this incident. Conclusion: shock decision changed from shock advised to no shock advised. No shocks were delivered. Device labeling, (instructions for use and voice prompts) provide methods for resolving this issue.